Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. (B)(4) lot unknown, UDI unavailable. Device malfunctioned intra-operatively and was not implanted / explanted. The screw thread broke off. Both screw and thread remain in patient and are implant grade. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) ankle procedure on (B)(6) 2017 to treat a fracture. During screw insertion the surgeon placed the unknown 4.0mm cannulated screw over the guide wire and as she backed out the screw, a thread of the screw became unwound. The fragment thread became disassociated from the screw and was not retrieved. The malfunctioned screw was not removed. No intervention or additional x-rays were done. The surgery was successfully completed. No surgical delay reported. No harm was reported to patient. The patient outcome was reported fine. This complaint involves 1 device. Concomitant devices reported: guide wire, part 900.722/ unknown lot number, quantity x 1 screwdriver, unknown part and lot numbers, quantity x 1. This report is 1 of 1 for (B)(4).